Event description:
The account alleged the bed's hi/low was in the highest position and wouldn't lower. He was able to manually lower the hi/low using the crank. The bed's hi/low began to rise back up by itself. The bed was in the repair shop when this happened. No patient involved.

Manufacturer narrative:
Technical support instructed the account to isolate the siderails to see if a switch package was causing this unintentional movement. Repairs have not been completed.